Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
Patient reported the menu key on the infusion device doesn¿t work sometime. Patient reported noticing the issue 15 days ago. Patient stated the button is not damaged. Patient reported when placing the infusion device in stop mode and pressing the buttons, she cannot notice any beep. Patient stated she noticed this issue 15 days ago. Patient reported the issue is occurring more frequently now. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the buttons passed the optical and functional investigation successful and comply with the specification. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The problem mentioned by the customer could not be reproduced.